Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) and restricted posterior leaflet. A mitraclip ntw was inserted and grasping was performed. However, a jet was observed coming from the near the edge of the clip arm on the posterior mitral leaflet (pml) side of the clip. A perforation was suspected. When the clip was opened and the pml checked, a perforation was confirmed. Therefore, the clip was removed and replaced. One clip was then inserted and deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and no functional testing/analysis was performed to investigate the reported adverse event without identified device or use problem-n/a during procedure as this is related to patient, procedural or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.